Event description:
It was reported to medtronic minimed that the customer experienced damaged belt clip rail and damaged pump. The customer reported no adverse event. The event involved product(s) acc-1601, mmt-1884l. Troubleshooting was performed for damaged pump, damage was not affecting/impacting pump functionality. Troubleshooting was performed for belt clip damage, informed customer about product replacement policy. No harm requiring medical intervention was reported. No product return is required for acc-1601. The customer discontinued use of the insulin pump. Mmt-1884l was requested and the customer response was that the device returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump received with damaged retainer ring. Unable to lock a test p-cap and reservoir into the reservoir compartment due to damaged retainer ring. Unit received with partially broken retainer, missing o-ring (reservoir tube), scratched case, cracked keypad overlay at select button, cracked belt clip rails and battery tube threads - cracked. In summary, customer allegations for cosmetic damages were confirmed during visual inspection when cracked belt clip rails was noted. Unit was also received with missing o-ring (reservoir tube) and partially broken retainer. For additional information regarding the tests performed refer to (B)(4) appendix e. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.